Event description:
It was reported to olympus that, the camera head displayed no image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported no image due to short circuit. Additionally, there was corrosion on the device due to flooding. The faulty parts need replacement to meet olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Additional information was received from the customer: the device was loaned, and the event occurred while being inspected at the service department, so there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The DHR was unable to be reviewed for this device since the device is over 15 years old. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, it is likely that the image is no longer displayed due to flooding of the cable. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "do not hit or drop this product. Water leakage may damage the electric circuit inside the product." Olympus will continue to monitor the field performance of this device.